Event description:
Caller reported a cartridge alarm issue. Customer's blood glucose level did not have an adverse impact as a result of the alarm. To address the high blood glucose, the customer used a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond regular support. Technical support resolved the issue by sending a replacement pump with updated software. Customer was instructed on returning the defective pump and acknowledged all instructions, including using mdi as a backup therapy and programming the settings into the new pump.